Manufacturer narrative:
Based on review of all available information, there is no evidence to suggest that the reported event is related to any design issues. The patient has bilateral knee replacements, this suggests joint maladies. The cause of the pain and subsequent planned revision cannot be conclusively determined; however, it is most likely related to the patient¿s underlying condition.

Manufacturer narrative:
Pending investigation.

Event description:
As reported, the patient had an initial right tka on (B)(6) 2014. The patient began to experience pain and lack of mobility. The patient is scheduled to undergo bilateral revision in (B)(6) 2022.